Manufacturer narrative:
One medfusion® 4000 wireless syringe infusion pump was received for investigation. A visual inspection revealed the pump to be in "very" poor condition. The pump was received already opened. Internally, the pump was burnt and had external thermal damage to the power supply assembly and ac receptacle. The inside of the pump also had excessive smoke damage to most components, and had contamination on some of the components. The pump could not be powered up due to the extensive thermal damage. The root cause was determined to be user induced fluid ingression. A large amount of fluid entered the pump, and shorted the main power supply and burnt out the ac receptacle.

Event description:
Information was received indicating that during set up of a smiths medical medfusion® 4000 wireless syringe infusion pump there was an electrical short at the ac power receptacle. The receptacle along with the power supply was reported to be burned and the display was damaged. The smiths medical device was unplugged and removed from use. There was no reported adverse effects.